Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. The patient stated the ipg stopped working. A company representative confirmed the ipg was inoperable as the representative was unable to established any communication with the patient's ipg. Consequently, the patient's scs ipg was replaced with a new one. The reported issue was resolved.